Event description:
The manufacturer received information alleging particles in device,particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a CPAP device's sound abatement foam allegedly became degraded and particles in device, particles in tubing/chamber. There was no report of patient harm or injury. The manufacturer also alleged having cough.section h6 has been updated/corrected.